Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 2, the patient experienced a grade iii atrioventricular block (avb) with complete asystole and a transvenous single-chamber pacemaker was implanted through the valve. The patient had no pre-existing conduction disturbances, with a baseline sinus rhythm. The valve was implanted directly at the leaflet hinge points. Immediately post-procedure, the patient developed a right bundle branch block (rbbb). On pod 2, the patient experienced a grade iii atrioventricular block (avb) with complete asystole. An attempt to implant a leadless pacemaker was unsuccessful due to inadequate stimulus threshold. The right ventricle was severely dilated and the maneuvering with the leadless pacemaker guide was limited through the existing evoque valve. After two hours, the decision was made to implant a transvenous single-chamber pacemaker through the evoque valve. The patient's outcome was stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. The event does not allege a labeling issue or device related infection; therefore, no DHR, lot history review, or manufacturing mitigations review are required. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.